Event description:
Information received indicates the bed failed the electrical ground test.

Manufacturer narrative:
The technician found an open ground on the ac power cord. The technician replaced the power cord to repair the bed.